Event description:
The event is reported as: complaint alleges that the staples inside were stuck (or hooked) and the stapler could not be activated any further. Defect was discovered during use on a pt. Procedure type is not specified. No pt injury reported.

Manufacturer narrative:
Method: device history record review. Results: the DHR review showed that no similar issues were found during the manufacturing or package process of this lot. Conclusions - (B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a f/u report will be sent.